Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that device logs were reviewed for the reported incident, logs show a power up event with numerous battery self tests indicating a software timeout event depleting the batteries. Device evaluation reset the coulomb counter, and the reported incident was not reproduced, the device passed all tests was recertified and returned to the customer. The main pcb was replaced and scrapped to reduce probability of recurrence. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.